Event description:
Additional information received reported that the dose was at minimum rate at the time of the event. The pump stalled twice. Once for around 6 hours and again after it was put in minimum rate. The office put the pump in minimum rate on (B)(6) 2015. It was noted that there was no tube set message. There was no known reason for the motor stall. The patient did not have an MRI or was near a magnet. The patient was asleep in bed at their home. Post-operatively, the patient was receiving therapy with the new pump and old catheter and there were no issues reported after the pump was replaced.

Manufacturer narrative:
Concomitant proudcts: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was later reported that the pump failed prematurely.

Event description:
It was reported that a motor stall had been confirmed in the event logs with no motor stall recovery. The logs showed a motor stall occurred at 1:38 am on the morning of the report with no recovery. The patient woke up to the pump alarming. There was also a motor stall and recovery that occurred the day prior to the report. The patient was experiencing increased pain but no withdrawal symptoms. The pump was removed on (B)(6) 2015. The patient had recovered without sequela after the device was removed. It was noted that no rotor or dye studies were performed. The pump was infusing infumorph (morphine). A follow-up report will be submitted if more information becomes available.